Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a low blood glucose of 48 mg/dl. Customer stated that the pump and the sensor alarms are not going off the way that they're supposed to. Customer changed the sensor yesterday because she knocked it out. Customer stated that the pump should have suspended at 60 mg/dl and show have alerted with a low predictive at 80 mg/dl. Customer stated that the sensor does not show a solid icon. Customer stated that she has a weak signal. Customer has had low blood glucose all day long and has been treating it. Customer's blood glucose was 212 mg/dl and the sensor did not pick it up and should have alerted at 200 mg/dl. Customer is having a problem with it being up and down. Customer stated that now the pump was alarming for 59 mg/dl. Customer does not want to mess with the settings and has an appointment with the pump trainer in 4 days. Customer stated that she will monitor the issue and she declined troubleshooting for the sensor coming off.